Event description:
Dealer alleged that the 4 way valve was leaking. Per independent repair statement the unit was alarming or red light. Key failure was the 4 way valve was leaking. Additional malfunctions were the hose clamps and tie wraps were defective, pilot valve was not shifting, heat exchanger was leaking and the muffler housing was cracked.